Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the acromioclavicular joint repair, the button of the first ar-2372blo (15500856) did not flip and the button was pulled out. The second ar-2372blo (15474037) have a failure with the shaft, so they could not insert the button. They used a different shaft from another ar-2372blo to insert the button. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.